Manufacturer narrative:
Analysis of case part (B)(4) determined that the software was unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information regarding a navigation device being used outside of procedure. It was reported that after procedure, the screen became unresponsive. The device was rebooted and worked normally.